Event description:
It was reported by service report that the head right siderail would not lock in the upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head right siderail not locking in upright position due to a worn notch on the timing link assembly.